Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the type of respiratory issue that occurred was respiratory acidosis, which was potentially attributed to the anesthesia. Per the physician, the patient was high-risk for the transcatheter aortic valve replacement (tavr) valve-in-valve procedure which caused/contributed to the death.

Event description:
It was reported that prior to the implant of a transcatheter valve, the patient had a pre-existing mean gradient of over 100 millimeters of mercury (mm hg). A pre-implant balloon aortic valvuloplasty (bav) was performed which was standard for the implanting physician. Following the implant of the valve, the mean gradient was approximately 6 mm hg. Approximately 5 minutes after completing the implant procedure, the patient died due to an unspecified respiratory issue and possible airway blockage. Per the physician, the device and implant procedure did not cause or contribute to the death.

Manufacturer narrative:
Continuation of d10: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.